Manufacturer narrative:
Philips service replaced the geometry pc, reloaded the software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at 00:00 due to a defective geometry pc causing l1 breaker trips on an allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.